Event description:
It was reported that the patient fell in a garage while the ilet pump was in a back pocket, resulting in a shattered, nonfunctional touchscreen; the device had current logs prior to shutdown, the screen was unusable afterward, the patient reverted to backup therapy, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a device fracture affecting the touchscreen with stress-related damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The patient reported no injury and no alarms.

Manufacturer narrative:
Initial.